Event description:
Home patient (hp) reports heater bag inflated with air in dwell 3/5 during treatment on homechoice device. Excess air in heater bag may be attributed to leak in cassette of homechoice set. Per hp, no patient injury or required medical intervention.